Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (unable to charge battery pack) was confirmed. Upon investigation , the charger was resetting due to an internally shorted component on the bedside board. The root cause of the shorted microcontroller was unable to be positively identified.

Event description:
A us distributor reported a battery charger was unable to charge a battery.